Event description:
It was reported to boston scientific corporation that a ultraflex proximal tracheobronchial stent was used during an airway stenting procedure on a patient. According to the complainant, during the procedure, the deployment suture broke and the stent could not deploy. The procedure was completed with another ultraflex proximal tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.